Event description:
The patient was utilizing at oxygen 2.0 l per nasal cannula at home. Pt was home alone. Pt forgot the o2 was still on when the patient lit a cigarette and the oxygen caught fire. Pt was attempting to put out the fire when postal worker entered the home. Postal worker pulled pt from home and called 911. Fire department and ambulance responded to home fire. Pt transported to ed via ambulance. Pt suffered smoke inhalation and had carbonaceous sputum. Pt intubated to support airway and was transferred to another facility to a burn unit. Extensive damage to the home. Currently, uninhabitable at this time. Manufacturer response for oxygen concentrator-stationary concentrator, everflo unltra fill w opi (per site reporter): event reported to (B)(6), repair and returns representative for philips respironics, (B)(6), clinical product support for philips respironics. (B)(4). Equipment will be sent back to manufacturer for investigation.